Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event: product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were not returned to manufacturer. Customer had returned incorrect meter (true metrix meter, additional internal report reference number (B)(4). Root cause: rc-074: manufacturing processing error. Note: manufacturer contacted customer in a follow-up call on 20-jun-2022 to ensure customer had received the replacement product and that it is working as intended. Able to establish contact with customer who stated they are comfortable with the glucose readings from the replacement product.

Event description:
Consumer had called regarding true metrix meter not powering on when a test strip was inserted. Internal report reference number (B)(4). While troubleshooting, customer located a vial of truetest test strips, which are discontinued and expired. Manufacturer's expiration date is 04/14/2018 and test strips are part of recall. Customer did not have the correct meter to use with the truetest test strips; customer stated she had discarded it. Customer did not report a complaint associated with the truetest product. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. As customer has true metrix meter, customer was provided a vial of true metrix test strips, the correct test strips to use with the meter.